Event description:
Report rec'd indicated that during a percutaneous transluminal angioplasty (pta) to the right renal artery the balloon ruptured at eight atmospheres. The product was prepped and used per the IFU. There was no reported pt injury. With the info available it is not possible to determine the relationship between the device and the event.

Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states pta balloon catheters and the reported event meets reportability criteria for a malfunction type of reportable event. The product was returned for analysis and evaluation. There was a non-sterile amiia 7.0 x 20 stent delivery system (sds) rec'd. The stent was still mounted on the balloon. The shaft had an elongated condition and a leakage at 40.5 cm from the proximal end. No balloon leakage was observed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp) including burst test values. Scanning electron miscropy (sem) analysis performed on the outer surface of the catheter shaft material revealed no clear evidence of surface abrasions that might have caused the shaft leakage. The exact cause for the catheter shaft leakage could not conclusively be determined.